Event description:
Note the patient has two leads of the same lot number implanted. It was reported the patient was unable to start stimulation due to the system auto-reducing. The sjm representative interrogated the system which revealed invalid impedances on all contacts on one lead. Reportedly the physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.